Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a device change out procedure, the physician noted that the insulation between the tip electrode and the ring electrode was missing. The insulation from the lead remained in the device header. The lead was connected to the new device and remains in use. It was further noted that the physician will be closely monitoring the lead for signs of malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.